Event description:
Medtronic received information that three months following the implant of this bioprosthetic valve, the patient presented with central regurgitation. Additional information was received the physician found a large paravalvular leak where a prolene stitch had broken. This could not be simply fixed, but had to be explanted and replaced with another valve. There was no evidence of structural dysfunction on the explanted valve. There were no adverse patient effects reported. The valve will not be returned for analysis.

Manufacturer narrative:
Product analysis: the product was not returned for analysis. In addition, no serial number was provided, therefore, a device history review could not be performed. Conclusion: without product return, a conclusive cause for this event could not be determined; however, the physician reported that a suture broke causing the said severe paravalvular leak and replacement of the valve. Should additional information be provided a supplemental report will be filed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.